Event description:
Country of complaint: (B)(6). Complaint: clip could not be loaded properly. The customer was clipping vessels around nervous larynges recurrences under thoracoscope. After several clippings, the clip was jammed. The customer understands that clips could be jammed, if clips hit each other.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation is ongoing.